Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the correct charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping, and if the pump battery depleted before receiving the replacement, the customer would use multiple daily injections (mdi).